Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a medical emergency. It was observed that the patient's rhythm was in the zone programmed only with anti-tachycardia pacing (atp) therapy so no shocks were delivered. There was concern the device was pacing on the t-wave.

Manufacturer narrative:
Technical services discussed that ventricular blanking after atrial pacing was programmed to 65ms and recommended decreasing that to 45ms. This improved ventricular sensing and prevented ventricular pacing on the t-wave. It was also discussed that p-waves were undersensed, resulting in pvc markers. Atrial sensitivity was already programmed to nominal. Technical services reviewed episode strips and discussed that the rhythm could be vt with atrial fibrillation or afib with rapid ventricular response. Technical services also discussed reducing the rate cut off and continuing to monitor for additional episodes. The patient continues to be monitored on telemetry and has been given medications to reduce the heart rates. The field representative later reported that the patient was seen by another physician and the device was reprogrammed to vvi pacing mode.